Event description:
The hospital's report say: on (B)(6) 2019, the critically ill patient 79 male needed to use the hamilton ventilator to maintain breathing. The nurse connected the pipeline according to the operating procedure, and found that the filter connected to the ventilator was loosened and dropped, after removing the filter, it was found that there was a crack at the joint, then tape the joint. The patient's oxygen saturation (spo2) was between 95% and 98%, but the ventilator still had a low tidal volume alarm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The exact root cause of the filter becoming loose and falling is unknown, but it was probably due to human factors. The damaged filter was replaced, which resolved the problem. There was no patient or user harm.